Manufacturer narrative:
Evaluation summary: one device was returned for evaluation. The returned product did not meet specification as received. The reported condition was confirmed. Functional testing was performed on the returned hand piece using a test lab generator and battery. The assembled device returned a green light and a welcome tone, but would immediately turn red and error when the device was activated, indicating that the device was not functional. The waveguide tip had broken off and was returned with the device. The waveguide was inspected under magnification and the origin of the crack was identified. Investigation concluded that the titanium waveguide came into contact with a metal object such as: hemostats, clips, staples, retractors, etc. During use. Continued use then caused a crack to propagate until the device failed. The investigation identified the cause of the reported event to be user error. Contact between the active blade and other metal objects (hemostats, clips, staples, retractors, etc.) May result in product damage, such as a broken blade. Pieces of a broken blade may fall into the surgical cavity causing unintended tissue damage. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during lung segmentectomy dissecting adhesions between lung and thoracic wall, when the surgeon grasped some thicker tissue and activated (max energy mode) approximately 2-3 seconds after activation, a red led and 3 pulse tone was heard and the device stopped working. They cleaned the jaws and tested activation with jaws open. Another alarm was heard. They detached and re-attached the generator, while this was happening the nurse bumped the jaws on the table and noticed that the device active blade was broken and the broken bit was found on the sterile field. They replaced the dissector with the same battery an generator and it worked fine.